Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a broken cylinder causing the implant to not work. An ambicor penile prosthesis (app) was implanted. The patient outcome was reported to be good.